Manufacturer narrative:
This batch of screw presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of screws, the source of the defect cannot be attributed to the manufacturing conditions. The shape of the breakage for both screws is typical of torsional failure. Even though the location of breakage is different, the causes of breakage appear to be the same. Several factors could explain the root of the defects, especially when those factors are combined: the location of screw insertion: arthroscopic femoral fixation makes screw insertion more difficult. When the screw is driven via an arthroscopic portal, it is particularly difficult to insert it perfectly along the tunnel axis. If the screw followed a trajectory which diverged from the tunnel, this generated a great deal of flexural and torsional stresses within the body of the screw, and particularly while traversing the cortical wall and upon inserting the cone of the head inside the tunnel. These stresses caused deformation to the screw recess, which is almost inexistent at the tip of the screw recess and maximal at the head of the screw. This deformation is greater than the yield point of duosorb, which caused the screw to break. A femoral tunnel diameter inferior than the diameter of the screw: in such a situation, a great deal of friction is generated along the surface of the screw in contact with the graft and bone, and more specifically against the cortical wall. These stresses cause deformation to the screw recess, which is almost inexistent at the tip of the screw recess and maximal at the head of the screw. This deformation is greater than the yield point of duosorb, which causes the screw to break. This is particularly true when an interference screw is used for acl femoral fixation where the tunnel is almost perpendicular to the bone wall, in which case a round head ligafix cannot properly fix the graft if its diameter is superior to the tunnel, given the thickness of the graft. This phenomenon is emphasized when the screw is driven along an axis which diverges from that of the tunnel. Unlike the tibial tunnel whose entry is along an oblique wall, which generates an elliptical tibial tunnel entrance, which allows for the insertion of a ligafix screw with a diameter equal to that of the tunnel. If the bone tunnel is not tapped, a great deal of stress is generated in the body of the screw while it is being driven, and especially when passing the cortical wall. Such stress can cause deformation of the screw recess, which is almost inexistent at the tip of the screw recess and maximal at the head of the screw. This deformation is greater than the yield point of duosorb, which causes the screw to break. As far as the longitudinal crack on the head of the ligafix 30 ø7 l30 screw is concerned, it was caused by a pushing force exerted on the screwdriver while screwing. The surgeon probably pushed on the screw with the screwdriver because the torsional failure kept the screw from being driven through despite continued screwing motion. Since the screwdriver is conical, it acted as a wedge and caused the screw to crack longitudinally.

Event description:
(B)(4). Screw broke during surgery: "during the procedure femoral screw broken".